Event description:
On the evening of the day of the event, the patient was in his bedroom (power wheelchair was found by the bedroom doorway the next day) and reclined the chair. Patient said the backrest fell off and he fell with it but does not have memory of the event after that point. Patient remained on the floor until the next morning when the caregiver came in and found him. When the caregiver came in, caregiver called 911 and the user was taken to the hospital. Contact (patient's sister) said the patient was at hospital 6-7 days. Contact said patient was treated for bumps and bruises, an infection of some kind (not a uti), a blister on the foot, dehydration, and swelling. There were no broken bones. Contact was told user will take time to recover but should make a full recovery. When contact came to user's house, contact said they had to clean up soiling on the floor and on the chair, indicating that if any hospital treatment for soiling-related issues was performed, soiling may have started before event. Contact said the backrest and a couple of screws were on the floor and the chair was reclined and tilted (back parallel to ground and seat at angle up in air - normal function for chair). They cleaned up the mess, moved the chair, repositioned the chair back to normal position from the tilted position, and attempted to re-assemble the chair (reattach screws and backrest) but did not complete it, indicating inspection done on the chair after the fact would not find the chair in the state it was during the event. A local dealer to come inspect the chair. They found the acta-back deep backrest and power mount bracket components intact and saw no evidence of product failure but both quick release levers on the power mount bracket hardware were in the unlocked position, meaning that the backrest would slide up and down freely. Keeping he levers in the unlocked position is part of the bracket's normal operation for easy vertical adjustment but the levers are supposed to be pushed back to locked position after adjustment is complete, which is present in the manual. The levers include with a set screw that can be screwed in so the levers can never be in kept in the unlocked position without constant force holding them open. The chair's seatbelt was bucked together under the cushion, indicating the user was probably not wearing it during the event. The local dealer said the patient told them he fell asleep in the chair and was rescued by the caregiver 5 feet in front of the chair, which does not align if the chair was tilted backwards. The m3 corpus is capable of tilting forwards and backwards so if the patient fell asleep in the chair while it was powered on, accidentally pushed the controls to tilt the chair forward, and the backrest was already off the power mount bracket tracks, the patient could have fallen forward with the backrest following with him. The exact series of events is unknown since the information is inconsistent. Either case required that the backrest came off the power mount bracket tracks either during the event or before and it was likely due to the toggles being left in the unlocked position by the user or caregiver. The wheelchair being tilted either forward or backward allowed gravity pull the user out of position; and, since the user was likely not using the seatbelt and was potentially asleep, it's likely nothing else prevented him from falling out of the chair. Power wheelchair was permobil m3 corpus purchased from a local dealer and shipped from the manufacturer in august 2020. Original chair order did not include the backrest product (not part of the order), meaning the acta-back deep backrest with power mount bracket was purchased at some other time. Presumably the backrest was purchased from the same company but that is unknown since the patient and company did not provide information upon request; therefore, the backrest cannot be linked to a company sales order. Patient eventually moved to another state but did not contract with a local dealer in the new state. As such, the chair and accessories may not have been serviced or formally inspected since the move but that is unknown.